Event description:
Suspected false positive flu b results. Amount is unknown. Tests were performed on asymptomatic patients. No confirmatory testing completed.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: email.